Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The tracker was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Both returned trackers have a sticking side tab and another tab that was broken off at the tip. Otherwise, both trackers receive known good instruments without issue. With markers attached and fully seated, both trackers return a good geometry error with normal tracking. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there were three thoracic probe tips that were damaged and stuck into two navlock orange trackers. No was patient present at time of discovery.